Event description:
Additional information: the patient experienced increased tone, heart rate fluctuation, and blood pressure fluctuation. The patient did not require hospitalization; and the patient was noted as being without injury. In regards to the cause of the event, volume below reservoir volume was indicated. Drug delivered via the device was noted as lioresal 2000mcg/ml; the daily dose of lioresal was indicated as being 100 mcg/day.

Event description:
It was initially reported that a pump alarm was heard, but telemetry was not performed. The healthcare provider (hcp) did not known when the patient's pump was due for a refill. Drug delivered via the device was baclofen 2000mcg/ml at a daily dose of 144mcg. It was later reported that telemetry confirmed a critical alarm occurred, in regards to the zero ml reservoir volume being reached. Hcp checked the pump's logs and it was indicated that the pump stopped two times due to the stopped command, as the pump was updated "these days". It was further noted there were no issues in the logs. The hcp determined that the patient's pump was dry. Withdrawal was noted, and the patient experienced increased spasticity. The patient was currently taking oral baclofen and cyproheptadine for withdrawal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk.